Event description:
This was reported as an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, after performing the steps correctly on 3 proglide devices, the sutures were not present when the plungers were removed. The sutures of two new devices were successfully pre-placed. The sheath was upsized to a large-bore sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional two proglide devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was returned for analysis. The needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the difficulty and the subsequent treatment are related to the circumstances of the procedure. In this case, based on the returned device analysis it is likely a posterior needle to cuff miss occurred. Then when pulling the plunger, the link separated due to the posterior cuff remaining in the posterior cuff foot pocket. There is no indication of a product quality issue with respect to manufacture, design or labeling.